Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pulse field ablation catheter the device lost the ability to be irrigated during use. The catheter was prepared according to instructions, and, at that time, the catheter could be flushed without issue. During the procedure it was noticed that the catheter was no longer irrigating so it was withdrawn from the body. Attempts were made to flush the catheter, but no saline would pass through. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected which revealed no abnormalities. Next, the catheter was functionally tested by inserting a guidewire and deploying the array. The catheter deployed to all array states with no issue. Investigators then attempted to flush the catheter in each deployment state and found they could flush the catheter when the array was undeployed but could not flush or irrigate the catheter when it was deployed to basket or flower state. The catheter was then dissected, and the irrigation tubing was found to be kinked and stretched. Based on all the available information the observed difficulty with flushing was likely due to device design as the internal tubing became stretched during normal use. Stretched or kinked flush tubing can lead to an intermittent loss of irrigation as the tubing shifts during deployment of the catheter.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pulse field ablation catheter the device lost the ability to be irrigated during use. The catheter was prepared according to instructions, and, at that time, the catheter could be flushed without issue. During the procedure it was noticed that the catheter was no longer irrigating so it was withdrawn from the body. Attempts were made to flush the catheter, but no saline would pass through. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.